Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the locking mechanism has damage due to the attempts to insert the implant. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
During a right tka surgery, using gii prosthesis, it could not be locked when 7-8/9mm insert was placed intraoperatively. The 7-8/11mm insert was used to complete the surgery. It is unknown if there was any delay.